Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported feeling uncomfortable stimulation which woke her up on (B)(6) 2016. Stimulation was "too strong" and there was leakage when she was standing. The leakage occurred "on a normal basis" but it was heavier on the day of the report. Settings were increased on (B)(6) 2016 which eliminated the uncomfortable stimulation. It was noted that there was a chest x-ray, no changes to fluid intake, and no falls/trauma associated with the event. During the call, the patient switched programs and decreased settings. There was a 50% improvement in frequency symptoms and the patient was going to monitor symptom control at lower setting and slowly increase if needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.